Event description:
It was reported that the device's tip broke off and fell into the patient. The tip was retrieved through the trocar. There was no patient consequence.

Manufacturer narrative:
Damage end effector. The analysis results for the confirmed that it was returned with the end effector broken. Batch record was reviewed and no anomalies were noted during the manufacturing process.